Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for herniated disc as well as spinal pain. Consumer reported their programmer would not turn on and that they tried new batteries "umpteen times" but it still would not turn on. Their programmer had reportedly not been dropped or wet. The patient wanted to turn their stimulation down because their right shoulder was kind of bothering them but they were unable to do so because he programmer would not turn on. It was reported that they used to only have to charge once every three weeks but now they has to charge every week or so. It was reported that they had not had any reprogramming changes in years. No further complications reported/anticipated.